Manufacturer narrative:
(B)(4). We've been informed that the device is unavailable and as a result we're unable to complete an evaluation on the affected product. If there is any deviation to that information from the customer we will send a supplemental report with additional findings. Complaint # (B)(4).

Event description:
The issue began with the sheath exchange over the 0.25 guide wire; the wire was not sturdy enough for the conversation, it kept kinking making the sheath difficult to insert. It was then that the sheath was introduced and the balloon was inserted though our st. Jude 8.5 side port - when the catheter was inserted the site began to bleed creating trauma to the groin. The sheath was upsized and when they inserted the original balloon it was observed to be unraveled. At that time, we made the decision to insert a smaller balloon to provide therapy.

Manufacturer narrative:
Date was not entered in the initial MDR. (B)(4) 2016.

Event description:
The issue began with the sheath exchange over the 0.25 guide wire; the wire was not sturdy enough for the conversation, it kept kinking making the sheath difficult to insert. It was then that the sheath was introduced and the balloon was inserted though our st. Jude 8.5 side port - when the catheter was inserted the site began to bleed creating trauma to the groin. The sheath was upsized and when they inserted the original balloon it was observed to be unraveled. At that time, we made the decision to insert a smaller balloon to provide therapy.